Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced dark stool and was hemocult positive with a drop in hemoglobin from 9.9 g/dl to 6.2 g/dl since (B)(6) 2018. A gastroenterologist was consulted. The results of enteroscopy are pending. Aspirin and warfarin are being held. A esophagogastroduodenoscopy (egd), 2 colonoscopies and a capsule study were performed. All of which were negative. No interventions were done other than holding their coumadin and aspirin. The source of bleeding was not found. The bleeding resolved on its own.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2018, the site reported that the patient likely experienced a gastrointestinal bleed and that a enteroscopy was pending in the future. The medical staff was holding the patient's aspirin and warfarin as of (B)(6) 2018. Protonix was started and the patient's hospitalization was extended due to this event. Follow up diagnostic procedures were performed; (B)(6) 2018 esophagogastroduodenoscopy, (B)(6) 2018 enteroscopy, and colonoscopy on (B)(6) 2018.